Manufacturer narrative:
Date of event: estimated date of event was entered because date of event was not provided; same patient as MFR# 2183959-2019-61449.

Event description:
It was reported that the artificial urinary sphincter (aus) was implanted 12 years earlier. Around (B)(6) 2018 a device issue was observed and "re-treatment was performed around (B)(6)." Following the surgery an infection was observed. The physician tried to treat the infection with medication but the infection did not resolve. The device was then removed at the beginning of 2019. Upon examination it was found the patient had pubic osteitis. The pubic osteitis is currently being treated with medication it was further reported that the physician states the pubic osteitis was not related to the device. Further information was requested and not yet received. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis. It was further reported that the following occurred to treat the pubic osteitis: "bone scrapings etc. Was performed. After that, a skin flap was be performed on the missing part at a plastic surgery on (B)(6) 2019. No problem was occurred."

Manufacturer narrative:
Estimated date of event was entered because date of event was not provided; same patient as MFR# 2183959-2019-61449.

Event description:
It was reported that the artificial urinary sphincter (aus) was implanted 12 years earlier. Around (B)(6) 2018 a device issue was observed and "re-treatment was performed around (B)(6)." Following the surgery an infection was observed. The physician tried to treat the infection with medication but the infection did not resolve. The device was then removed at the beginning of 2019. Upon examination it was found the patient had pubic osteitis. The pubic osteitis is currently being treated with medication it was further reported that the physician states the pubic osteitis was not related to the device. Further information was requested and not yet received. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.